Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that when it was turn on, the 840 ventilator did not pass the post (power on self test) and generated a communications error diagnostic code. Additionally, it was reported that the ventilator 's bdu (breath delivery unit) and gui (graphic user interface) would not enter the service mode. The device was available for evaluation. The service personnel (sp) evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb). The ventilator passed all testing per manufacture specifications and was returned to the customer. One ai pcb was returned to medtronic for further analysis. Visual inspection of the returned part showed no anomalies. The ai pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up but failed the power on self test (post) generating a ventilator inoperative condition and error code. The fault was isolated to component reference designator u8. Analysis also determined this failure if occurred during ventilation, the ventilator would generate a "vent inop" condition. The appropriate audio and visual alarms would enunciate. The cause of the event was isolated to component reference designator u8 on the ai pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when it was turn on, the 840 ventilator did not pass the post (power on self test) and generated a communications error diagnostic code. Additionally, it was reported that the ventilator 's bdu (breath delivery unit) and gui (graphic user interface) would not enter the service mode. The ventilator was not in use on a patient at the time of the reported event.